Event description:
A customer reported seeing blue haze when the sterrad nx was being used. The customer reported this occurred more than one time; however, the specific event dates could not be confirmed. The customer stated there were no alarms or errors displayed. They noted the unit was being used more than usual on the days the haze appeared. There was no report of human reaction to the haze at any time. An asp field service engineer (fse) was dispatched to assess the unit onsite.

Manufacturer narrative:
Device evaluated by mfg: an asp field service engineer (fse) was dispatched to assess the customer property. The fse found a weld on the oil mist filter housing was broken. The fse replaced the oil mist filter housing. The unit passed leak back and empty chamber testing. The fse stated that the unit meets manufacturer's specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, the failure mode and effect analysis and the system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze/oil mist . Trending analysis for haze/oil mist issues associated to the sterrad product line did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to oil mist is considered low risk. The fmea (failure mode and effect analysis) relating to exposure to oil mist is reported to be considered low risk. All rpn (risk priority number) scores for the failure of this part are below 100). The shuma (system hazard use and misuse analysis) relating to exposure to oil mist is reported "alarp" (as low as reasonably practicable). The sterrad nx was inspected following the incident by an asp field service engineer (fse) who replaced the oil mist filter assy and the catalytic decomposition filter to mitigate the issue. The oil mist filter and catalytic decomposition filter were returned for investigation. The unit failed the test cycle. The technician found that the pressure relief valve of the oil mist filter was sticking. The catalytic decomposition filter was broken.